Event description:
Medtronic received information regarding an automated trajectory guidance unit being used outside of a procedure. It was reported th at the system was displaying the following "emergency behavior mode" warning message. The system's control unit was displaying a warning indicator for emergency behavior mode. The probable cause of the reported event was that the site had used a non-medtronic cable during setup which may have contributed to the error message. There was no patient involvement. Additional information was received. It was reported that the site used a non-medtronic cable because the official ethernet cable that connected the robotic guidance to the navigation system was missing.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 28080, product ID: 29631, serial/lot #: (B)(6) the system was serviced in the field by a medtronic representative. No failures were found. It was suspected that the issue was due to the wrong ethernet cord being used. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.